Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was stretched, flattened and with a hole located after the vent hole. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. An open circuit was found at the distal end of the catheter, which is related to a breakage of the coaxial cable. This occurs due to the material characteristics of the coaxial cable and the drive cable, since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wires used to transmit energy to the transducer (coaxial cable). During the telescope action, the drive cable can elongate under tension further than what the coaxial cable is capable of, and if a certain threshold is exceeded, the coaxial cable will break. Consequently, the device will not be able to display an image. Failures related to this issue are traced to the design characteristics of the device. However, it was noted that the imaging window was severely stretched, flattened and with a hole. The condition of the imaging window causes a change in the inner diameter, which can significantly increase the constriction over the catheter, causing it to elongate the drive cable further than what the coaxial cable is capable of and eventually, breaking the coax cable in the process. Therefore, adverse event related to procedure is the assigned investigation conclusion code for the electrical failure. Regarding the reported entrapped air and difficult to flush, the as-analyzed cause code of device problem excluded is assigned, following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, after the initial flushing, a large number of bubbles were observed during pullback into the body, which impaired the diagnosis. After withdrawal and re flushing, the catheter could no longer display an image and failed to do so even after multiple attempts. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, after the initial flushing, a large number of bubbles were observed during pullback into the body, which impaired the diagnosis. After withdrawal and re flushing, the catheter could no longer display an image and failed to do so even after multiple attempts. The procedure was completed with another of the same device. There were no patient complications.